Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm and bolus anomaly due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer stated that they were unable to exit the preparing to prime loop. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the insulin pump had a blank display. The customer stated that the display returned after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.